Manufacturer narrative:
The customer complaint was not confirmed. No mark of electrical discharge was found on device. The silence button was pressed multiple times after the pump alarmed for occlusion tests and no static shock was received. The event/alarm log was reviewed and no issues were found. The device passed relevant tests and no problem was found.

Event description:
The event occurred on an unspecified date in (B)(6) 2021 and involved a plum 360 infuser that was reported to have electrocuted or zapped a nurse with a nasty electrostatic discharge that she felt in her hair and the tip of her finger. Her finger felt burnt, as though she touched something hot. The nurse was removing patient bedding sheets just before reaching to touch the silence button on the pump (on a pole at bedside) for an unspecified alarm. The pump was brought to the attention of the biomedical engineering technologist who performed an electrical test according to the technical service manual that passed. It was also reported that the electrical outlet in which the pump was plugged into had been verified by an electrician and that there was no problem identified. The pump and the power cord had no physical damage noted and there was no spillage on the pump. The pump was tested at the user facility as follows: electrical safety test- 0.07 ohms, 58 mircoamps. Additionally, an accuracy test, an occlusion test, and button test were performed. There was no harm, no medical interventions were required and the current status of the nurse was reported as good.